Manufacturer narrative:
This report has been identified as event two of b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. Although the specific batch for the actual device involved in the reported event is unknown, three (3) potential batches, 20d21ge221, 20d22ge221, and 20e13ge221, were provided. Device history record (DHR): reviewed the DHR for batches 20d21ge221, 20d22ge221, and 20e13ge221, and there is no abnormality and no such defect detected at in process and at final control inspection for any of these batches. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): event 2: overinfusion.